Event description:
It was reported to physio-control that during use on a patient in cardiac arrest, the customer's device kept prompting "connect electrodes" on the screen. The customer reported that the patient's chest was dry and without hair. The customer then tried with another set of defibrillation pads but they had the same issue. Another emergency vehicle arrived on scene and took over the treatment of the patient. The patient expired.

Manufacturer narrative:
(B)(4). There were no electronic patient records from the reported event. A third-party service agent evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. A cause of the reported issue could not be determined.